Event description:
A high readings issue was reported with the adc device. Customer received a message ¿hi¿ (reading > 400 mg/dl) on the adc device and was treated with 2 iu of humalog insulin by caregiver. It was further reported that one hour later, a reading of 63mg/dl was obtained on a competitor brand device and customer required treatment of a snack provided by their caregiver. No additional sensor scan result was reported and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Broken snaps was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. In addition, the passing of all tests during the investigation indicates that the broken snaps did not impact the sensor's ability to still generate an accurate glucose reading. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Broken snaps was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a message ¿hi¿ (reading > 400 mg/dl) on the adc device and was treated with 2 iu of humalog insulin by caregiver. It was further reported that one hour later, a reading of 63mg/dl was obtained on a competitor brand device and customer required treatment of a snack provided by their caregiver. No additional sensor scan result was reported and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received a message ¿hi¿ (reading > 400 mg/dl) on the adc device and was treated with 2 iu of humalog insulin by caregiver. It was further reported that one hour later, a reading of 63mg/dl was obtained on a competitor brand device and customer required treatment of a snack provided by their caregiver. No additional sensor scan result was reported and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a message ¿hi¿ (reading > 400 mg/dl) on the adc device and was treated with 2 iu of humalog insulin by caregiver. It was further reported that one hour later, a reading of 63mg/dl was obtained on a competitor brand device and customer required treatment of a snack provided by their caregiver. No additional sensor scan result was reported and no further treatment was reported. There was no report of death or permanent impairment associated with this event.